Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable pulse generator (ipg) battery was depleting rapidly and that it was ineffective. The patient reported that they had never felt great with their pacemaker and never had the energy that they normally had. It was also stated that "md was having difficulty getting the heart in rhythm during the procedure". The ipg remains in use. No patient complications have been reported as a result of this event.